Event description:
The customer reported that the temperature indicator light was not on. The customer reported that they have been using the automatic endoscope reprocessor since 2008, and just noticed 3 weeks ago that the temp light was not on. Customer was concerned that the scopes that have been processed and used on patients were not cleaned properly. The customer confirmed that there have not been any complications or injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - capital equipment, evaluated at customer site. The fse found that the heater fuse located on the control pcb had opened up and would not allow heater to function. Solution: the fse removed old fuse, cleaned contacts and replaced with new fuse. The fse ran heater test and empty test cycle. The fse verified system meets specifications.